Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low blood glucose while using a dexcom g7 with the ilet system; the patient stated insulin delivery had been stopped and upon resumption the glucose went low, with cgm readings as low as 48 mg/dl and fingerstick values between 52 and 93 mg/dl, and the event was treated with oral carbohydrates. Symptoms included hypoglycemia with diaphoresis. Outcomes included the need for unexpected medical intervention with medication in the form of oral glucose. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or involved device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.